Event description:
Medical affairs spoke to pt that they have been getting intermittent power for the past week on their meter. Because of the intermittent power, they went to see their md and three separate occasions. Pt does not recall any of the readings at the md's office, but claims was not treated. Pt was advised on all three visits to go home and take their usual dose of oral medications. Pt did not experience any symptoms at the time of testing on their meter. Pt mentioned that the intermittent power would occur every other day. Pt had replaced the batteries and still had the issue with the meter. Pt also claims that the display now looks very dim and it is hard to see the readings. Per pt, meter has never been dropped. Customer svc is sending pt replacement meter and supplies.